Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown; however, the instruction for use (IFU) cautions the user to not puncture set components as it may cause an air embolism. The cause of the issue was determined to be a use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cystoscopy irrigation set was not operated in the manner outlined in the instruction for use. During patient use, a rubber piece at the distal end of the set from the drip chamber was cut off and the set was manually being attached to a retired baxter inlet port. There was no patient injury or medical intervention associated with this event. No additional information is available.